Manufacturer narrative:
(B)(4),

Event description:
It was reported that a patient received inappropriate shock during svt. Review of the episode showed vf zone instead. Programming changes were recommended.